Event description:
It was reported that a thrombus was observed. The patient was put on anticoagulants. No further action is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.